Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to light moisture damage to the keypad traces. No unexpected error alarms or display anomalies were noted. No traces of moisture were noted at the electronic or motor assemblies during the visual inspection. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and cracked battery tube threads.

Event description:
It was reported that the insulin pump was exposed to moisture and showed condensation in the display. The blood glucose reading was 140 mg/dl. The caller stated that the insulin pump alarmed an error after getting wet. Advised replacement of the insulin pump. Nothing further reported.